Manufacturer narrative:
(B)(4). Review of several angio images during implant revealed that 2 endurant aui¿s had been implanted; both were at the same proximal level just below the lowest left renal artery. The aui¿s were extended into the right common iliac artery with a limb. The left iliac had been occluded. Images during implantation of the devices were not seen in the films. Ballooning was performed within the entire stent graft system. An angio image post-implant (with both aui¿s implanted) with the angio catheter pulled down into the aortic body shows contrast outside the stent graft primarily along the left side of the aui, near the top of the aaa approximately 4cm below the renals. This appears to be a type IV blush but cannot rule out a type iii fabric endoleak. The proximal stent graft diameter just below the renals measured approximately 21mm l-r. The final angio with the injector at the suprarenal level shows what appears to be resolution of the endoleak. The stent graft is patent and no obvious stent graft issues are seen. The exact type and cause of the endoleak could not be determined from the images provided. Angio injection images after implanting the 1st aui were not seen in the films. Images after implanting the 2nd aui showed a possible type IV blush or a type iii fabric endoleak, which appeared to have resolved at final angio.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 51.9 mm abdominal aortic aneurysm. The aortic neck was 21.5 mm in length and it was 18.9 mm in diameter proximally and 18.2 mm distally. It was also reported that after the stent graft was implanted the device showed a significant endoleak at or near the tapered section as demonstrated by the angiogram with pigtail catheter pulled into the stent graft. Contrast flowed into the sac immediately through the graft in large quantity. The physician stated the cause of the type iii fabric endoleak is unknown. An additional endurant aui device was placed inside the first endurant and the endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.